Event description:
It was reported that the patient underwent an uneventful da vinci assisted right hemicolectomy procedure due to colon cancer. A post-operative leak at a staple line occurred and the patient expired on post-operative day (pod) 6. The surgeon confirmed that there were no intraoperative issues with the sureform 60 stapler instrument during the robotic procedure, which they also verified upon video footage review where no stapler firing issues were found. Post-operatively the patient experienced increased abdominal pain and a CT scan showed free air and other materials outside the intestinal lumen. The patient returned to the or on pod 4 where a da vinci assisted exploration found that the staple line was still intact and the anastomosis at the common channel, and the common channel closer looked good. However, a leak was found at the posterior aspect of the anastomosis that looked like tissue break down of the posterior lumen where approximately 1.5cm of tissue separated from the staple line. An end-ileostomy procedure was completed. The patient expired approximately 24 hours after the family requested care be withdrawn.

Manufacturer narrative:
The surgeon stated that there were no issues with the davinci system or instruments during the procedure. No da vinci products were returned for evaluation. Review of the davinci system logs found no errors were logged during the procedure. The system was used multiple times subsequent to the reported event; log review of the 5 subsequent procedures performed also found no relevant errors. Device history record review for the devices confirmed that there were no non-conformances identified. A review of the site history logs for the instruments used during the reported procedure found that the following multiple use instruments have been used in subsequent procedures with no reported complaints: endoscope 30 degree plus, force bipolar, cadiere forceps, monopolar curved scissors, and mega suturecut needled driver. The large needle driver had 0 lives remaining after the reported event, and the vessel sealer extend and suction irrigator are single use items, therefore, were not used in subsequent procedures. Review of the sureform 60 advanced stapler logs show the instrument was installed on the system 4 times and fired 4 blue reloads. On each install, the first clamp was successful, and the firings were completed without error. There were no stapler related errors in the system logs for this procedure.